Manufacturer narrative:
Further inspection of the unit noted the rear panel was rusty with minor scratches on the top cover. Unit is failed secondary piping leakage test. The cause damage hose cannot be determined. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
During a standard inspection of a customer returned asset, the unit failed the secondary piping leakage test. The manometer reading approximately 8-11.9kpa to zero immediately after pressing the volume reset switch. Gas leak sound can also be heard during this step. No adverse event reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon was a failure of the electro-pneumatic proportional valve. It has been more than 8 years since the device was manufactured, and the failure is likely due to age deterioration. Olympus will continue to monitor field performance of this device.